Event description:
Treatment of an internal carotid ophthalmic aneurysm. It was reported after the pipeline was deployed, the mid-section did not open. Several attempts were made, but without success. On last attempt, the proximal end of the pipeline collapsed inside the aneurysm and the distal section stayed in the vessell wall. Post procedure, it was reported the flow inside the ica was noted slower. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).